Event description:
The customer reported that the system displayed error codes, made loud noises, and shuts off during procedure. An alarm was coming from the x-ray controller section.

Manufacturer narrative:
(B) (4). The ge service rep reseated the pcbs and connectors. The system is functioning as intended at this time.